Event description:
The surgical gown the urologist was wearing was not impermeable and, when he removed his gown, he had blood on his arm.what was the original intended procedure?laparoscopic nephro-ureterectomy.